Event description:
On (B)(6) 2011, patient reported she is not able to deliver a quick bolus with the down button of the infusion device. Patient stated she noticed the button did not work while attempting to program a quick bolus and the infusion device would not beep or vibrate. Patient reported the button pops back out when pressed. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.